Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jueq2360 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when the patient replaced the catheter fixator on (B)(6) 2021, the buckle broke and the catheter could not be fixed. Replace the fixator immediately after discovery, so that the catheter can be used normally. No other information was provided.